Event description:
We have received a case on a cha2773 device, the patient felt itch during treatment. The therapist stopped the treatment and removed the vacuum cups. The patient scratched the shoulder that felt not comfortable. He skinned his shoulder and the customer is worrying where the problem come from. 2773ms. 2 pole, ch1 on left shoulder, and ch 2 on right shoulder. Vacuum unit: static mode. Intensity: 8ma, 6.6ma, cc mode. Vacuum intensity: 2.5. Treatment time 20 mins. The technician discussed this with the customer and the customer stated that it was an allergic reaction to the suction force. The technician says this happens to some people but not all. The technician said that customer does not have a history of being allergic to the rubber or the stainless steel.

Manufacturer narrative:
Customer and area distributor did not want to return the device for evaluation. The customer as well as the patient felt that event was an allergic reaction attributed to the use of the equipment not an equipment malfunction. The severity of the allergic reaction involved a surface skin irritation in the area of one of the electrodes. No injuries were observed under the remaining electrodes. This singular characteristic is typical to the incident electrode coming into contact with a contaminate that created the irritation. As indicated in the device literature, see attached skin irritations and burns beneath the electrodes have been reported. In addition, some patients may experience skin irritation and hypersensitivity due to electrostimulation. See attached manual excerpt. Please note this is an 'export only' device. S